Event description:
It was reported that this pacemaker patient presented to the emergency room as they experienced a syncopal episode. A remote interrogation was performed and there were no stored episodes that correlated to the patient's syncope. The local area field representative was contacted for additional information, however, at this time no further information is available. This pacemaker remains in service. No additional adverse patient effects were reported.